Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger . Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(4) 013, product type: lead.. Product ID: 977a260 ,serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received from a healthcare professional of a clinical study reported the pain and not getting any pain relief was not related to the device which was working properly. It was noted to not be related to programming/stimulation. Information indicated that the clinical diagnosis was updated to inadequate pain relief which was not device related.

Event description:
It was reported that there was pain, they were getting no pain relief. There was 0% pain relief despite numerous reprogramming. There was a lack of therapeutic effect. Patient initially had relief. The device was explanted and not replaced on (B)(6) 2015. The outcome was resolved without sequelae. It was indicated that this was related to programming.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was not related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient turned off their device without instruction from the hcp as they were not having relief from the device. They were seen on (B)(6) 2014 and the battery had died. The patient noted they had difficulty recharging it. Diagnostics showed the system was functioning properly. This issue was noted to be due to subject non-compliance as the patient forgot to recharge. It was also noted they had lower back and right leg pain. The patient was reprogrammed on (B)(6) 2014 and (B)(6) 2014, but the device was explanted on (B)(6) 2015. The patient noted they hadn¿t had relief since they were implanted and this was possibly related to the device/therapy. The cause of the event was not provided. No further complications were reported or anticipated.